Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the internal leakage test failed with message: 'pressure transducer difference higher than 5cmh2o'. The pressure transducer test, safety valve test and patient circuit test failed as well. The claimed issue was reproduced during troubleshooting. According to received service report the multiple tests failed during pre-use check and replacement of the pressure transducer printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).